Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable and usb adapter were damaged. The usb cable was ripping and usb adapter was broken and not working. Customer reported the pump was able to be successfully charged using different charging supplies. There was no reported impact to customer's blood glucose level. A replacement usb cable and usb adapter was sent to the customer.